Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was installed onto a golden system where the component functioned as expected. The unit was then installed onto a pftp where sine cycle was found to be failing with 23087 error (p1=5) on the carriage. During testing, the isa board was aba tested and was verified to be the source of the fault.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported experiencing instrument engagement issues with the universal surgical manipulator (usm2) during the first two cases of the day. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found 282 errors for the first case; however, logs for any subsequent cases that day were not available. The customer indicated that they attempted to reengage the sterile adapter for both cases, but the dials would not turn. They needed only three usms for the procedures, so they utilized the remaining three usms. In the third case, usm 2 again had engagement issues, but the customer was able to reseat the sterile adapter and did not encounter any further issues. The procedure was completed without any reported injuries.